Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during the testing of the device, the device did not close, bend or rotate. The device only fired a few millimeters and then stopped. It was also difficult to retract the knife blade. The device was not used on a patient. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Devices have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered stapler, one insertion guide, one adapter manual retraction tool, one standard adapter opened by the account. No visual abnormalities were noted for the insertion guide and retraction tool. The data was uploaded and indicated 22 autoclave cycles for the handle. No error codes confirming the reported difficult to fire or slow firing error codes could be observed in the data. The data was uploaded and indicated 21 autoclave cycles for the adapter. No functional abnormalities were noted for the products. The adapter was disassembled and damage was noted to the lockout slider block. Additionally residue was observed within the adapter. The returned products as received by medtronic were found to meet medtronic quality release specifications after application in a clinical setting. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. The residue can be the result from the adapter being improperly cleaned. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.